Event description:
Several attempts were made to acquire further information; however, no further information was provided.

Event description:
It was reported that the pump was in safe state. No other information was provided. The drug delivered via pump was saline. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).